Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support and successfully started a new sensor session without any recurring errors.